Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 85% stenosis located in the proximal lad. The device was inspected with no issues. Negative prep was performed with no issues. Excessive force was not used during delivery of the device. It was reported that the device failed to cross the lesion. It was also reported that there was difficulty removing the device prior to stent deployment. The patient is reported to be alive no injury.

Manufacturer narrative:
Resistance was noted while advancing the device to the lesion. The procedure was completed with a 2.5x24mm endeavor resolute drug eluting stent. Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.